Event description:
The patient reported that on (B)(6) 2011, she was admitted to the hospital with a blood glucose (bg) over 700 mg/dl and a diagnosis of diabetic ketoacidosis. The patient was reportedly removed from the pump and placed on an insulin drip upon admittance to the hospital. The patient stated that she had been feeling ill on (B)(6) 2011, and reported that her bgs were over 500 mg/dl and she experienced nausea and vomiting. The patient stated that she had received multiple occlusion alarms, but stated that she 'did not know what it meant' and administered a correction bolus without changing her site, set, or cartridge. The emt was reportedly contacted on (B)(4) 2011, and the patient's bg as reported by the emt was over 600 mg/dl; the patient stated that she experienced symptoms of nausea, vomiting, shortness of breath, and tachycardia. The patient was reportedly transported to the emergency room, and was subsequently admitted to the intensive care unit. Customer support attempted to troubleshoot the pump, but both the patient and the nurse reported that the display screen was 'too difficult to read'. The patient stated that her stress level recently increased as she recently had a baby, was breast feeding, and had less time to care for herself. There is currently no indication of a pump malfunction. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. Use error cannot be ruled out as a cause or contributor to the reported incident, as the patient did not appropriately respond to occlusion alarms.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.